Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately at the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at the middle. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.